Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016 the distributor contacted animas, alleging a display (dim/fading/color spectrum) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the reported issue was not resolved with troubleshooting.

Manufacturer narrative:
Follow-up #1: date of submission 09/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/18/2016 with the following findings: investigation revealed that the display was dim and discolored. Unrelated to the original complaint, investigation revealed that the battery compartment was cracked. (B)(4).